Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling and avaulta solo anterior synthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, neuromuscular problems, vaginal scarring and other. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to weakened pubocervical fascia, sui and pop. It was reported that the patient underwent posterior colporrhaphy with enterocele repair; revision of sling and cystoscopy on (B)(6) 2010 due to enterocele/rectocele, mesh/sling exposure and fecal incontinence. (B)(4).

Manufacturer narrative:
It was reported that patient concurrently underwent vaginal extaperitoneal colpopexy and anterior and posterior colporrhaphy.

Event description:
It was reported that patient concurrently underwent vaginal extaperitoneal colpopexy and anterior and posterior colporrhaphy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy and small posterior colporrhaphy, vaginal extraperitoneal colpopexy, and insertion of mesh graft xl, anterior compartment.